Manufacturer narrative:
The device is available for eval, but has not yet been rec'd. Add'l info will be submitted once the device is rec'd and the quality investigation is complete.

Event description:
It was reported that the op 80 input hose was leaking air at the connection during a procedure. There were no allegations that the non-sterile silicone oil used within the hose came into contact with the surgical site or sterile field. The case was completed with a back-up device w/o any clinically significant procedure delay. No adverse consequences have been reported at this time.